Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: no product or photo was returned by the customer. It was reported that the pump did not recognize air in the IV line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20093312 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of pump interaction issues (excludes rate accuracy) with lot #20093312 regarding item #(B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced air bubbles/air in line. The following information was provided by the initial reporter: material #: 2426-0500; batch/ lot #: 20093312. Pump did not recognize air in IV line.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced air bubbles/air in line. The following information was provided by the initial reporter: material #: 2426-0500; batch/ lot #: 20093312. Pump did not recognize air in IV line.